Event description:
It was reported that the patient presented for follow up with a complaint of dizziness. An interrogation of the device revealed recorded episodes of high ventricular rate caused by over-sensed noise exhibited by the right ventricular lead. Noise resulted in period of pacing inhibition. The patient was scheduled for revision and the was capped and replaced on (B)(6) 2023. The patient was stable.